Event description:
No additional information.

Manufacturer narrative:
Investigation summary: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined. The plant will continue to monitor this type of defect.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2026, after successfully inserting a peripheral intravenous cannula into a patient¿s vein, the nurse noticed blood and saline leaking from the connection between the cannula¿s tubing and the hub while flushing the line. The nurse immediately removed the cannula, applied pressure to stop the bleeding, explained the situation to the family, and apologized. The family expressed understanding, and the nurse performed a new insertion, which went smoothly.